Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery gauge was noted to be inaccurate. Reportedly, the battery gauge went from 60% to 100% without charging the pump. The customer's blood glucose level was 171 mg/dl. It was noted that the customer administered a bolus and that the customer would continue to use the pump for insulin therapy.